Event description:
It was reported that during a angioplasty and stenting treatment procedure deflation difficulties occurred. The sterling otw 4.0 x 100/135 (4f) balloon catheter was used to dilate the popliteal artery. The balloon was inflated and failed to deflate. The physician had to remove the balloon while it was still inflated. The procedure was completed with another of the same device. No patient complications were reported and that patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).